Event description:
The patient presented to the clinic for a follow-up in 2008. He felt that the pulse generator had migrated. The device was checked and appeared fine. About 3 weeks later, the patient complained of pain at the site. The device was subsequently replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Final analysis found high current drain due to a defective intergrated circuit resulting in premature battery depletion. After replacing the intergrated circuit, normal function ensued.